Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture medical device removal, atrophy and surgical intervention patient codes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, it was stated that the patient was revised to address pain. Revision notes reported some atrophy in the external rotator muscles. Only the head was removed. Doi: (B)(6) 2009; dor: (B)(6) 2010; right hip.